Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after an 8fr right femoral artery puncture, an angiography was performed and an 8fr angio-seal was performed correctly. The patient was found to have oozing blood after lying flat on the bed for six hours. Manual compression was then used to stop the bleeding. This was a right femoral artery puncture. The patient was reported to be in stable condition and was discharged. Additional information was received on july 5, 2019. An 8fr procedural sheath was used. The patient was not on any blood thinning medications. Blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.